Event description:
It was reported that the iab was inserted following open heart surgery. Three days after insertion, the pump console filled with blood indicating a balloon rupture. After the balloon rupture, the pt's condition declined rapidly. The iab was replaced 1 1/2 hours after the suspected balloon rupture. The pt expired.